Event description:
Pump is returned for a short load step causing a large prime volume. Evaluation revealed out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump was returned to animas for evaluation. During testing, pump was loaded and primed successfully. During evaluation, the force sensor was found to be out of calibration.